Event description:
Reported event: the doctor found cuff leakage before using it on a patient in the clinical setting. A new one was used. There was no impact on the patient.

Manufacturer narrative:
Qn#(B)(4). Visual inspection was conducted on the returned sample. From closer observation, it was found that the bespak valve is damaged. Due to the damage on bespak valve as noted in the photograph a leak test cannot be conducted on returned sample. Visual inspection is performed on the cuff using magnifying camera (20x) for further verification on cuff condition. Upon verification there is not any abnormality on the cuff. The complaint reported that leak cuff was found during clinical setting, however looking at the condition of damage valve it is impossible to inflate the cuff. There is a high possibility that the valve was damaged in the clinical setting, but no information was provided for this condition. Therefore, further evaluation was not able to be performed. There is 100% leak test in manufacturing in which any leakage on the cuff as per complaint could be determined and culled out prior to shipment. Based on the investigation conducted, defect mode of cuff leak could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the doctor found cuff leakage before using it on a patient in the clinical setting. A new one was used. There was no impact on the patient.